Manufacturer narrative:
The device was discarded by the user; therefore, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. However, a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate device leaked prior to use. As the box was being unpacked, a leak was observed at the end of the line where the wing tip is attached. Approximately 200ml of an unspecified medication had leaked out of the device into the overwrap. There was no patient involvement. No additional information is available.